Event description:
Alleged a pt fell from the birthing bed when the foot section disengaged from the bed.

Manufacturer narrative:
The nursing staff stated the pt was on her hands and knees and positioned on the foot section of the bed. When the pt pushed on the foot section, it released. A nurse informed the hill-rom tech that the foot section was not completely latched. The hill-rom tech investigated and found slide-off style foot section was functioning properly.